Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing pain at the ipg pocket site. It was also reported the patient is experiencing intermittent communication with the ipg. The charger and programmer locate the ipg, but establishing and maintaining ipg communication has become more difficult. In addition, the patient has lost weight and the ipg is loose in the pocket. The patient may undergo surgical intervention as the next course of action.